Manufacturer narrative:
The malfunction of the subject device concerning this case has not been reported. Also, since the serial number of this device is unknown, olympus medical systems corp. (Omsc) could not confirm the manufacturing history. Because the user facility recognized as accidental symptom in the conclusion of the report, this case may not be caused due to the malfunction of device. The exact cause of the reported event could not be conclusively determined.

Event description:
On october 12, 2017, olympus medical systems corp received a literature titled ¿experience of using peroral cholangioscopy (pocs) at the facility: study of comparing spyglassds and chf-b260¿ that was made in public in 25th japan digestive disease week on october 2017. Complications after the pocs using olympus cholangioscope (chf) were reported in the literature. The summary of the literature is as follows. The facility compared 11 cases using spyglassds (direct visualization system for cholangiopancreatoscopy, manufactured by boston scientific) from 2016 to march 2017 and 15 cases using chf-b260 (choledocho video scope, manufactured by olympus) between 2008 and 2015 for disease, treatment content, success rate, and safety. Complications were observed 18% (2 cases) in the group using spyglassds, and 20% (3 cases) in the group using chf-b260. The 3 complications associated with chf-b260 were 2 cases of pancreatitis and 1 case of cholangitis. Compared with chf-b260, pocs was performed safely by spyglassds without increasing the frequency of complications. This is 3 of 3 reports.